Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, it was noted, inappropriate therapy was delivered due to undersensing resulting in an incorrect interpretation of signals. Technical support was contacted and reprogramming was recommended. The device was reprogrammed to resolve the event. The patient was stable.